Event description:
Pt received a multi-lumen central venous catheter containing silver sulfadiazine and chlorhexidine. The pt was known to be allergic to sulfa medications, however, the label containing the contents of the catheter and the list of contraindications is extremely small and difficult to read. The name of the product and its description do not contain any info about the catheter being coated with antimicrobial agents.